Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection revealed a non-OEM top case and bottom case cracked. Review of the event history logs revealed a motor rate error (mre). Functional testing was performed but the reported issue was unable to be replicated. The root cause of the issue was unable to be determined. The worm coupling and gear were replaced as a preventative measure. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a motor rate error message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.